Event description:
The pt experienced a lack of therapeutic effect and a "severe return" of her symptoms. She had been admitted to the hospital for the past 4 days. Further information was requested from the healthcare professional.